Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm portico ng was implanted into a patient. After the procedure, the patient developed first degree heart block that spontaneously resolved. The patient was diagnosed with a sinus atrial block and betablockers were administered. The implanter classifies this event as possibly related to procedure. The patient is reported to be discharged.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no reported for calcification extending beneath aortic annular plane in the interventricular septum and the patient had valve implanted at a final depth of 7.5mm non-coronary cusp and 8.5mm left coronary cusp. It was also indicated that the patient does have a past medical history of left bundle branch block (lbbb), hypertension, and hyperlipidemia. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.